Manufacturer narrative:
The pump functioned properly during the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No motor error alarms were noted. The motor was tested outside the device and passed the motor test. The pump passed the self test, unexpected restart and operating currents tests. The pump was received with minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube lip, broken battery tube threads and a cracked pump belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received a motor error alarm. The customer's blood glucose was unknown at the time of incident. The insulin pump will not be returned for analysis.